Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that she has been receiving inaccurate meter results for 3 months, since (B)(6) 2016. She alleged obtaining blood glucose results of 413, 357 and 274mg/dl using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for precision. The patient manages her diabetes using insulin (self-adjusts) and she did not specify making any changes to her usual routine in response to the alleged issue. The patient stated that she experienced symptoms (date and time not specified) of ¿sweating, dry mouth, shaking, unable to focus and constant urinating¿ approximately 30 minutes after the alleged issue began, and reportedly self-treated by taking an additional 3 units of insulin on (B)(6) 2017 at 8pm. The patient stated that she visited her doctor¿s office where the hcp increased her dose of insulin. The patient confirmed that her blood glucose was not measured using any other device. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, the same approved sample site was used for testing, the patient¿s testing procedure was correct and the test strips were stored correctly and within expiry. The csr walked the patient through a control solution test and the result fell outside of the specified range. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.